Event description:
At the end of a surgery, an umbilical hernia repair, a "loud pop" was heard and flames were seen in the bowl on the bottom of the co2 cannister. Flame was contained within the bowl, water was poured over the cannister x2, machine was immediately disconnected and removed from the surgical suite. The flame by now was "out", the bowl was dark, "burned looking" and the whole absorber was very hot.